Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while tandem technical support arranged warranty replacement pump, confirmed shipping details, instructed customer to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return affected pump using prepaid label within required timeframe.